Event description:
It was reported during the left partial thyroid procedure, the patient interface was reported to be damaged after it was dropped. The back clip broke off, and vocalis 1 could not pass the electrode check. Since stimulation was functioning, it was decided that the tube not be re-intubated to the patient. As a result, the procedure was extended by less than one hour. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Product ID: nim4cpb1, serial/lot #: (B)(6) was returned and device analysis concluded that the clips were broken. H6: codes of fdd a051203, fdm b01 and fdr c070603 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Previously applied code of fdc d16 is no longer applicable. Additional code of img g02005 and img g0405204 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6). This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.